Manufacturer narrative:
(B) (4) a review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation.the cell-dyn sapphire system operator's manual, list number 08h10-01, revision a, contains information to address the issue currently under evaluation. Sections 8 and 9 describe the use of personal protective equipment and following of biosafety practices. Controls in place to reduce the risk are rounded or squared corners and drawings specifying that edges should be blunted. Based on the investigation, no product malfunction was identified for the cell-dyn sapphire related to the reported issue.

Event description:
An abbott field service engineer (fse) was at the customer site installing a diluent supply upgrade kit to the cell-dyn sapphire analyzer. During the installation, he cut his finger on a rusted metal connector. The fse was wearing gloves at the time, but the connector tore the glove and caused his finger to bleed. The fse rinsed the finger in tap water and went to the emergency department where he was given a tetanus shot and had the finger bandaged. The fse is now back at work and doing fine.